Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported yes button not working, which was verified during evaluation. Evaluation observed the first two keys in the top row were not functioning due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump yes button did not work. There was no patient involvement. No additional information is available.